Event description:
The patient's family member states self cath haqs the tip cut off. Fortunately the catheter was not inserted into the patient but the mother wanted to make sure . The company knew what happened.